Event description:
A pericardial effusion and a cardiac tamponade occurred. It was reported that versacross connect access solution for faradrive was used during an atrial fibrillation (a fib) ablation. The transseptal crossing was deemed to be somewhat difficult, with two attempts to go transseptal. The procedure was completed without incident. However, the physician noticed a small effusion and a cardiac tamponade on completion. The complication was observed 1.5h since the start of the procedure. The patient was brought back to the laboratory for a non-disclosed intervention, required hospitalization and was discharged in the next day. The device is not expected to be returned. The patient had a thick septum. No pericardial effusion (pe) was noted on echo before the procedure. The pe increased after the procedure. In the physician's opinion, the versacross wire did not contribute to the pe and cardiac tamponade. No malfunction was noted with the versacross wire and dilator

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.